Event description:
Complainant alleged that during a routine shift check by a clinician, the paddles caused the difibrillator to display a "poor pad contact" message. Complainant indicated that the user switched to another set of paddles and the defibrillator worked appropriately. Complainant indicated that there was no patient involvement in the reported malfunction.